Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identifed that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A left tcar procedure was performed under general sedation. The physician noticed that the tip of the arterial sheath had been pulled back during the sheath tip angiogram. In attempting to rewire and advance the arterial sheath, the 0.035 j-wire prolapsed as soon as it exited the sheath. Angiography revealed a dissection. The arterial sheath was pulled back in order to find the true lumen. Lesion was crossed and stented; secondary stent was placed to cover the dissection. Patient recovered with no issues.